Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. Upon unpacking, five to six fractures from the hub were noted on the device. The physician opted not to use the device and completed the procedure with another of the same device. No patient complications were reported.